Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information that damage (physical or cosmetic), low battery alert less than 1 week occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump failed to boot up once installing aa battery, blank display was noted. Unable to perform the sleep current test, active current test, and self-test due to blank display. Unable to lock a test p-cap into reservoir compartment due to missing retainer ring. Unable to download pump history files and traces using thus software due to blank display. Pump was cut open to perform visual inspection and found evidence of moisture damage on the keypad flex connecting cable. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, detached retainer, broken reservoir tube lip, and missing o-ring (reservoir tube) unable to verify customer's complaint for charge/battery lasts less than expected due to blank display. Unable to download was confirmed due to blank display. Blank display was confirmed during testing due to a misaligned battery tube. Missing retainer ring was noted and confirmed during visual inspection. Moisture damage was noted found on the keypad flex connecting cable and battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.